Event description:
The customer contacted physio-control to report that their device would immediately power off when powered on. A known good battery was installed in the device and the device would no longer power on. The customer is using batteries manufactured by a third party. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4): physio-control provided the customer with technical assistance. The customer has declined to have the device serviced and will contact their sales representative for information on the purchase of a replacement device.the device has not been evaluated by physio-control.the cause of the reported failure could not be determined.